Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer cleared the alarm and successfully resumed insulin delivery. Customers blood glucose level was approximately 108-126 mg/dl.